Manufacturer narrative:
E1: initial reporter city - (B)(6).

Event description:
It was reported that balloon rupture occurred. A symmetry balloon catheter was selected for use. During the procedure, the balloon ruptured after the second inflation at 6 and 10 atmospheres for 30 and 60 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.